Manufacturer narrative:
Update b1, b2, h1, h6: remove code e2403 and f26, add code e1205 and f11

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg.